Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard sepramesh ip (device #2). An additional emdr was submitted to represent the composix kugel (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #2). As alleged, the attorney alleges the patient has unspecified injuries and general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6)2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). (B)(6)2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #2). As alleged, the attorney alleges the patient has unspecified injuries and general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum based on a review of provided medical records: a review of the medical records finds that the originally reported sepramesh device was not a bard/davol sepramesh ip as originally reported. Therefore, based on the provided medical records this device associated with this even/report is not a bard/davol device. Per the medical records, the non-bard/davol sepramesh was implanted on (B)(6)2002. Additional surgery was performed on (B)(6) 2006, during which in which a non-bard/davol alloderm and non bard/davol seprafilm mesh were implanted. Operative dictation provided for 2006 notes a previous "marlex mesh" was identified. It is unclear if this is the non bard/davol sepramesh; however, it cannot be the previously alleged composix kugel as it appears based on the original report this device was implanted in 2010.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard sepramesh ip (device #2). An additional emdr was submitted to represent the composix kugel (device #1). Note: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: this supplemental emdr is being sent to identify that the sepramesh device implanted in the patient in (B)(6) 2002 was not a bard/davol sepramesh ip device as originally reported. The manufacturer is aware of the event associated with the non-bard/davol device. If additional information is obtained, a follow up emdr will be submitted. Corrected fields: b5, d1, d4, d6. Updated fields: e3, g1, g2, g4, g7, h2, h6, h10, h11 h3 other text : not returned.